Manufacturer narrative:
The reported events of guidewire insertion failure, helix mechanism issue and insulation twisted were confirmed. As received, a complete lead without a guidewire was returned in one piece with the helix found extended and clogged with dried blood/tissue. X-ray inspection found broken all filars of inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported events was isolated to blood/tissue in the helix region and overtorqued of the inner coil which also caused guidewire insertion failure and insulation twisted. Electrical testing did not find any indication of conductor internal shorts. Electrical discontinuities were due to procedural damage. Visual and x-ray inspections of the lead found damages consistent with procedural damage.

Event description:
It was reported during implant procedure that the right ventricular lead failed to allow the guidewire to advance. Repositioning was attempted, but the helix failed to retract and the insulation was twisted. The lead was successfully exchanged. There were no patient consequences.